Event description:
During a cornary stent procedure of a 90-95% distal rca lesion, a jr4 guiding catheter was seated in the rca. An .014 wire was used to cross the right coronary lesion without difficulty and an attempt was made at primary stenting the distal right coronary lesion with the express2 stent. Due to no roflow phenomanon it was difficult to visualize if the stent was accurately placed across the lesion. Therefore, an attempt was made to pull the stent back into the guide. This resulted in dislodgment of the stent of the balloon catheter and into the proximal rca. An amplatz 4 mm goose neck snare was opened and attempted to snare the stent unsuccessfully. In addiiton a 2 mm mdx snare was also attempted which was unsuccessful. A maverick 1.5x15 balloon catheter was successfully placed over the wire and through the stent to open up the stent. The stent was increased in size with a 2 mm and than 3 mm and finally a 4 mm maverick. The distal rca was then stented with another manufacturer's stent. The proximal stents were then restented just proximal and distal to the mid rca stent with two additional stents. Due to slow reflow phenomenen intracoronary nilrolycerin and adenosine were given. Reopro was initiated. Final films showed good angiographic results with 0% residual stenosis. However, slight decrease in timi grade iii flow. Patient was transferred back to the ccu. Patient status is listed as "okay".